Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2015 (B)(6), explanted: 2015 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that a week prior, the patient brushed the pump up against his walker and the incision opened up about 1 inch. They could see the pump. The patient was in the hospital for 6 days. The hospital requested the patient see a health care professional (hcp) that works with the pump to get the incision closed up. It was later reported that there was no alleged product issue, both the pump and catheter were functioning as designed. The pump pocket had not fully healed from the original implant surgery 6 weeks prior. The pocket was not healing. The pump was starting to protrude from the abdominal pocket and there was concern for infection. The pump and catheter were removed on 2015 (B)(6) and sent for culture. The patient¿s status at the time of event was alive ¿ no injury. It was later reported it was unknown if the patient¿s diabetes or cancer impacted the healing process. The pump was initially reported to be used to infuse bupivacaine, however, additional information received reported the pump was used to infuse fentanyl. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.